Event description:
It was reported that the user incorrectly created an order set on civ drug that showed the amount to be given on a single day of a civ that was to be given over 4 days. This incident resulted in a significant underdose in a patient that was not detected until 28 days after administration. It is unknown whether the underdose resulted in adverse health consequences to the patient. No further information was provided.

Manufacturer narrative:
Na